Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The instrument was attached to a test hpblue and connected to a gen11, while testing the hand activation function, the min trigger remained activated (continuous activation) after the button was released. This occurred while compressing the trigger on the side of the instrument. No conclusion could be reached as to what¿s the root cause of this issue.

Event description:
It was reported that during a pancreatoduodenectomy, the device started to be activated after several seconds since pressing the max button at the end of operation. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.